Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 502 mg/dl. The customer stated that she received a motor error while rewinding the pump. The customer also stated that she received a no delivery alarm after the motor error. The customer was advised to rewind the pump, reinsert the reservoir into the pump and run manual prime to at least 5.0u.